Event description:
Pt reported that, approximately one month ago, after removing an infusion site from their abdomen, pt experienced abnormal bleeding. Pt sought medical treatment, and required 1 stitch to stop the bleeding. Pt reported that their physician advised this may have been due to their use of blood thinners. Pt's blood glucose was not affected.